Event description:
Patient reported that a comparison between pt's surestep meter and a hcp (hosp. Ot ii) meter (done within 10 min. Of each other using separate finger sticks) was 142 mg/dl (ss) and 180 mg/dl (otii), respectively (21% difference). No symptoms were reported. On follow-up, patient verified results and stated that control test was in range. The meter was replaced. There was no allegation of harm.